Manufacturer narrative:
Event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ins replacements, the setscrew was easy to unscrew and screw in but the extension does not want to pull out no matter the strength of the pull. The ins is attempted to be rotated around the extension but that does not resolve the issue. This issue happens every 20 or so ins replacements.